Event description:
It was reported that device kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman delivery system and closure device (wds) were inserted. At an unknown point during the procedure, the was kinked, causing the wds to kink. The devices were exchanged to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman delivery system (wds) was analyzed, and the reported event of sheath kink was confirmed. The implant, core wire, tip, sheath, and hub/valve were microscopically and visually examined. Inspection revealed tip damage, as the tri-cuts were flared and there were abrasions on the inside of the sheath tip. The implant had anchor damage and a broken anchor. There were numerous kinks in the sheath, and it was buckled 48cm proximal of the tip. The tip and anchor damage are consistent with damage that can be caused by deploying and recapturing the implant. The additional observed damage (kinks and buckling) is attributed to procedural factors, such as forces put upon the device during insertion, advancing, and manipulation, as the most likely cause of the damage.

Event description:
It was reported that device kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman delivery system and closure device (wds) were inserted. At an unknown point during the procedure, the was kinked, causing the wds to kink. The devices were exchanged to complete the procedure. No patient complications were reported.